Event description:
For a planned implant placement, osteotomy was executed too palatal. Surgeon adjusted the plan, corrected the osteotomy and placed implant using the system. No further injury or additional medical intervention was reported as a result of this event.